Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their implant took forever or all day to get to 50% and their back was hot. The issue began probably 5 weeks ago. Patient was reprogrammed by their representative to resolve the issue. Patient took a week to schedule an appointment with their representative and was also put on medication to get by pain wise. Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. The troubleshooting and diagnostics involved instructing the patient to switch from dtm to tonic group, which will require them to charge less often. The patient stated that this problem temporarily resolved the issue. The patient was seen on october 10 to fine tune the program. It was a different rep, but they were under the impression that the charging issue resolved. The information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.